Event description:
Following a dilatation and curettage (d & c) and an uneventful novasure endometrial ablation, the pt was given a paracervical block with 1% naropin (ropivacaine hcl) 5 ml and lignocaine gel 2%, 5 ml, "administered directly into the uterine cavity for the purpose of post operative pain management." Cefazolin was also given intravenously (IV) "for prevention of infection." As the pt was being transferred to the recovery room she went into "cardiac arrest." The pt was given cardiac compression and lipidrescue, "an intravascular infusion of a lipid emulsion to treat severe, systemic drug toxicity or poisoning." The pt was admitted to the hospital and "was discharged the next day having made a full recovery." The physician stated he was "unsure whether the pt had a reaction to the lidocaine gel or the cefazolin." He reported he does "not believe the novasure procedure had anything to do with the cardiac arrest."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the mfg date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Reference internal complaint (B)(4).